Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Fifteen days after experiencing the peritonitis, the patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was reported by the patient as ¿might have touched his face or hair while setting up¿, this was not confirmed. The patient was discharged 3 days after admission. At the time of this report the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).